Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for out-of-range shock impedances on this right ventricular (rv) lead. No adverse patient effects were reported. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).